Manufacturer narrative:
(B)(4). Clopidogrel, aspirin. Embolic protection: rx accunet. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the rx acculink stent moved forward during deployment in the right internal carotid artery and did not quite cover the lesion. This was reportedly due to vessel tortuosity and spasm. A second rx acculink was implanted to cover the lesion. There was no adverse patient sequela. There was no additional information provided.